Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the patient woke up in the morning and the cgm was displaying 70 mg/dl. She stated this was normal for him but when he got out of bed, he fell and became incoherent. She stated the ambulance was called and when they checked his finger stick twice, it was reading 25 mg/dl. Event details were not provided. At the time of contact, the patient was doing good. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.